Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced blindness transient ("I often loose my eyesight for days or sometimes weeks"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the medical device removal and blindness transient outcome was unknown. The reporter considered blindness transient and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received. Event medical device removal was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed so heavy"), blindness transient ("I often loose my eyesight for days or sometimes weeks"), alopecia ("hair loss"), vitamin b12 deficiency ("b 12 deficiency") and mental disorder ("mental health") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, blindness transient, alopecia, vitamin b12 deficiency, mental disorder and weight increased outcome was unknown. The reporter considered alopecia, blindness transient, genital haemorrhage, mental disorder, pelvic pain, vitamin b12 deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: event weight gain was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed so heavy"), blindness transient ("I often loose my eyesight for days or sometimes weeks"), alopecia ("hair loss"), vitamin b12 deficiency ("b 12 deficiency"), mental disorder ("mental health") and pain ("whole body hurts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, blindness transient, alopecia, vitamin b12 deficiency, mental disorder, weight increased and pain outcome was unknown. The reporter considered alopecia, blindness transient, genital haemorrhage, mental disorder, pain, pelvic pain, vitamin b12 deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 7 and fu 8 were processed together. Information received via social media: new event - whole body hurts and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness transient ("I often loose my eyesight for days or sometimes weeks"), genital haemorrhage ("bleed so heavy"), alopecia ("hair loss"), vitamin b12 deficiency ("b 12 deficiency") and mental disorder ("mental health"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, blindness transient, genital haemorrhage, alopecia, vitamin b12 deficiency and mental disorder outcome was unknown. The reporter considered alopecia, blindness transient, genital haemorrhage, mental disorder, pelvic pain and vitamin b12 deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: constant pain, bleed so heavy, hair loss, bathroom regularly, b 12 deficiency, mental health were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed so heavy"), blindness transient ("I often loose my eyesight for days or sometimes weeks"), alopecia ("hair loss"), vitamin b12 deficiency ("b 12 deficiency"), mental disorder ("mental health"), pain ("whole body hurts"), asthma ("asthmatic"), skin disorder ("skin problem"), tooth disorder ("bad teeth"), lower respiratory tract infection ("chest infection"), urinary tract infection ("urine infection"), mood altered ("temper issue"), multiple allergies ("allergies"), ear disorder ("ent issues"), nasal disorder ("ent issues"), pharyngeal disorder ("ent issues") and sleep disorder ("sleep problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, blindness transient, alopecia, vitamin b12 deficiency, mental disorder, weight increased, pain, asthma, skin disorder, tooth disorder, lower respiratory tract infection, urinary tract infection, mood altered, multiple allergies, ear disorder, nasal disorder, pharyngeal disorder and sleep disorder outcome was unknown. The reporter considered alopecia, asthma, blindness transient, ear disorder, genital haemorrhage, lower respiratory tract infection, mental disorder, mood altered, multiple allergies, nasal disorder, pain, pelvic pain, pharyngeal disorder, skin disorder, sleep disorder, tooth disorder, urinary tract infection, vitamin b12 deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. New events " asthmatic, skin problems, bad teeth, chest and urine infection, temper issue, allergies, ent issues, sleep problem", medical history and new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.